Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to get assistance with the time and date set up on the insulin pump. The customer stated that she was in the hospital due to a car accident. Nothing further was reported.